Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm; sn# (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s; sn# (B)(6), 300-20-02 - equinox square torque define screw drive kit; sn# (B)(6), 314-13-34 equinoxe cage glenoid l, post aug, right; sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial anatomic shoulder replacement on the right side. Subsequently, the patient experienced pain secondary to poly disassociation. As a result, approximately seven years and seven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.